Manufacturer narrative:
Block e1 (initial reporter address 1): (B)(6) block e1: this event was reported by the distributor. The physician is: (B)(6) block h6: medical device problem code a050501 captures the reportable event of bands unable to deploy. Block h10: investigation results the returned speedband superview super 7 device was analyzed, and a visual evaluation noted that the handle assembly and ligator head were returned with the device. It was also noted that the ligator head returned with six bands attached and the remaining part of one broken band overlapped. Additionally, some bands attached were overlapped and moved from their original position. It was also noticed that the trip wire was not secured and the slack was not taken up correctly. Further examination shows that the ligator head teeth were damaged. A functional evaluation was performed by rotating the handle knob 180 degrees, an audible click was heard, and indents were felt. No damage observed to the handle assembly and no other issues with the device were noted. The reported event was confirmed. A labeling review was performed and from the information available, this device was not used per the instructions for use (IFU)/product label. The visual assessment identified that trip wire was not secured and the slack wasn't taken up correctly. Not securing the trip wire in the handle slot could have cause the trip wire to slip through the handle assembly during deployment and cause an inaccurate deployment of bands and damage to the ligator head teeth. This could have been generated due to handling and manipulation of the device and/or the technique used during the procedure. Taking all available information into consideration, the most probable root cause of this event is failure to follow instructions. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly, and performance specifications.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used during ligation for hemorrhoids procedure performed on (B)(6) 2021. During the procedure, the band did not deploy. It was reported that there was no difficulty experience when setting up the device. The procedure was completed with another speedband superview super 7 device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Initial reporter name and address: (B)(6). This event was reported by the distributor. The physician is: (B)(6). (B)(4). The device has not been received for analysis. Upon receipt and completion of the problem analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used during ligation for hemorrhoids procedure performed on (B)(6) 2021. During the procedure, the band did not deploy. It was reported that there was no difficulty experience when setting up the device. The procedure was completed with another speedband superview super 7 device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.